Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via the patient's attorney that the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator. Relevant medical history included: chronic low back pain.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient experienced no pain relief, and shocks during adjustments. The patient had 6 hour charge time every 2 days. The device was explanted on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting from the start, the patient had very little benefit as the pain relief was barely noticeable. The patient had difficulty charging the device. The battery would take hours to charge, but only last for one to two days. On numerous occasions, a company representative (rep) attempted to correct the problem, but was unsuccessful. At times, the rep would turn the device up dangerously high, causing severe shocks to the patient. Even when the patient¿s device was functioning, the stimulation was so weak they still required medication and injection therapy. In early 2016, the device completely failed, and was explanted on (B)(6) 2016. The ins did not improve the patient¿s life, but has caused their pain level to increase, inhibiting their ability to work even more than was the pain they experienced before the implant.